Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on b)(6) 2021. The patient experienced symptoms of low blood glucose; dizziness and weak knees. The patient's cgm displayed 144 mg/dl; however, a finger stick bg was performed which was 43 mg/dl. The patient self-treated with glucose tablets, juice, and protein. The patient recovered without any medical intervention. The event occurred four days after the sensor had been inserted into the abdomen. No other details were provided. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.